Manufacturer narrative:
Further information was requested but not received. The device was returned. Interrogation results was normal, visual screen was acceptable, device image download successful and the preliminary test results acceptable. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented with a pocket infection. The pacemaker and right ventricular (rv) lead were explanted by the physician and replaced with a high-voltage device and a new rv lead. The right atrial lead remained in situ. The patient's condition was not reported.